Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0938, awareness date 30-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted for sterilization in 2012 (after her 3th child she decided to have her tubes cut and tied). The consumer reported that she signed consent for tubal ligation and then, at the hospital on the day of her surgery right when she was in pre-operative bed with IV, the physician told her that they were not performing that type of procedure, they were doing something better, permanent too called essure. She was never told about the nickel and metals on the device and the physician said that there were no side effects. Right after woken up from the procedure she started feeling a lot pelvic pain which never went away. She also experienced weight gain (almost 40 pounds in 2 years), chronic gastritis, migraines, chronic diarrhea and lot of gases, belly ache, a lot of bloating, panic attacks, hot flashes, amenorrhea, lethargy, body and lower back pain, contact dermatitis. She also reported failure of her gallbladder which she had to remove. She reported that essure destroyed her sexual life; having sex was too painful and she always bled after it. She went to many doctors looking for one to help her out, because no one believed her. On (B)(6) 2015, when she was (B)(6), she had a total hysterectomy. She stated that right after the surgery she felt so much relieve. In (B)(6) 2015, a week after surgery, her dermatitis disappeared. She reported that after 2 months, in (B)(6) 2015, she was feeling better and looking forward to get her life back. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the procedure started feeling a lot of pelvic pain. She also experienced failure of gallbladder which she had to remove. Three years after essure insertion she underwent a hysterectomy. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure while the remaining event is unlisted. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. Regarding event failure of gallbladder, considering the pathophysiology of this event as essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the procedure started feeling a lot of pelvic pain. She also experienced failure of gallbladder which she had to remove. Three years after essure insertion she underwent a hysterectomy. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure while the remaining event is unlisted. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. Regarding event failure of gallbladder, considering the pathophysiology of this event as essure local effect in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.